Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of thrombosis, as listed in the multi-link vision coronary stent systems electronic instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a staff member at the account stated recently there was an unspecified stent thrombosis. There was no adverse patient effect. There was no additional information provided.